Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported the alarm was cleared and insulin delivery was able to be resumed. Customer's blood glucose was 350 mg/dl.